Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced pocket stimulation as a result of pacing on the right ventricular lead. Even at lowered output, intermittent pocket stimulation was observed. The right ventricular lead was capped (B)(6) 2021 and replaced. The patient was stable.